Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an varicose hemorrhage band ligation procedure performed on (B)(6) 2021. During the procedure, the bands got twined and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an varicose hemorrhage band ligation procedure performed on (B)(6) 2021. During the procedure, the bands got twined and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the handle presented marks of trip wire secured in the handle slot and the slack was correctly taken up. The ligator head was returned with two bands attached and these bands were moved from their original position. Additionally, the suture thread presented the seven knots and it was attached to the distal trip wire loop. Microscope examination was performed, and it was observed that the ligator head teeth were damage/bent. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was confirmed. Based on the evidence found during the analysis it was concluded that there was a failure deployment since the ligator head returned with two bands attached and moved from their position, the suture thread presented the seven knots and it was attached to the distal trip wire loop, also the damage on the ligator head teeth could have contributed on this issue by causing difficulties during the release of the bands. It is possible that the observed damages may have been caused by user manipulation while preparing the device on the endoscope and some extra tension applied on the device, as consequence the bands failed to deploy. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an varicose hemorrhage band ligation procedure performed on (B)(6) 2021. During the procedure, the bands got twined and could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.